Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, lot# unknown, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-aug-18 rtg0639455 (hcp, for): information was received from multiple sources (healthcare provider, foreign) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the radiologist had questions regarding a dye study. The patient had the pump replaced on (B)(6) 2024 and was having withdrawal symptoms. The patient is currently intubated in the intensive care unit (ICU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The reason for pump replacement on (B)(6) 2024 was due to the pump reaching end of life regarding regular replacement. A dye study was performed and there was no issue with the catheter. The cause of the withdrawal symptoms was not determined. Actions taken to resolve the issue included the pump having been emptied, new drug administered, and a bolus having been given. The patient recovered and the issue / withdrawal symptoms had been resolved. The device remained implanted.